Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt unusable) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure and the reported service code was isolated to open brown (-5v) and orange (+5v) wires in the trunk cable. The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 204 (belt unusable).